Event description:
It was reported that the patient with this implantable cardioverter defibrillator underwent a magnetic resonance imaging (MRI) scan in which a code 1007 was observed, which is indicative of capacitor charge time has exceeded the limit. A follow up interrogation was performed in which a manual capacitor reform was able to lower the charge time within normal range however, the interrogation revealed high right ventricular thresholds. Boston scientific technical services discussed possible causes of the high thresholds, including tissue heating during MRI. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.